Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare has completed its investigation. The thermal event occurred while charging and not in active clinical use. It was determined that the battery exceeded the two-year replacement interval recommended in the user and service manuals, which are provided to customers with each system. Battery replacement after two years of use is not part of automatic warning or caution messages. However, the system does notify the user to replace the battery if the battery state of health (soh) is <50%. According to system logs, the battery was not replaced after the recommended two-year period or when the user was notified that the battery soh was less than <50%. The batterys (soh) dropped below 50% on december 28, 2024, prompting the user to receive a battery low health warning message. A review of the system log file revealed no abnormal conditions in the battery pack prior to the thermal event. Destructive analysis identified cell aging as the primary contributor to the incident. Ge healthcare has initiated a field action (res #96538) to correct all units in the field.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During an ultrasound exam, the system was running on battery power without issues. At the conclusion of the exam, the ultrasound system was moved and connected to ac power. After several minutes, smoke was emitting from the power supply of the system followed by flames. A fire extinguisher was used to extinguish the flames and the system was moved outside. No injuries were reported and no patient was involved.